Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the arthrex screwdriver broke in two pieces while in use. Both pieces were retrieved from the incision and removed from the field.